Manufacturer narrative:
(B)(6). High-tech industrial development zone (B)(6). Phone: reporter- (B)(6), institution: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It is recommended to check the data acquisition board and business follow-up is required. Investigation ongoing.

Manufacturer narrative:
H10: the authorized service provider (asp) evaluated the device and confirmed the reported problem. The near-end pressure sensor fails to be zeroed. It was determined that the failure was with the data acquisition board. The equipment is not under warranty and the customer declined service and repair. It is unknown if the device has been repaired. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.